Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health professional reported left side "flattening" of a device. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Additional, changed, and/or corrected data: a4, b5, d6b, h6.

Event description:
Health professional reported left side "flattening" of a device. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed two openings on anterior assessed as surgical damage and observed an opening on anterior assessed as fold flaw opening. Additional observations: crease fold and wear abrasion observed on the device. Yellow particles observed inside the device. No further actions are required as the device was implanted.